Event description:
Patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2025. On (B)(6) 2025, the firm became aware that the patient had been admitted to an acute hospital on (B)(6) 2025 due to concerns of possible infection. The patient reports experiencing pain at the area of the implant and developing a fever despite having been administered antibiotics prophylactically at the time of implant. On (B)(6) 2025, a full system explant was performed due to infection concerns.

Manufacturer narrative:
It is unknown if any lab testing was done to confirm presence and type of infection. Infection is a known inherent risk of invasive procedures and it is unknown in this case if there are any pre-existing conditions or health concerns that may have contributed.